Event description:
Per facility the rpl450-1 patient lift was involved in an incident where a patient fell from the lift while being transferred from a wheelchair to the bed.

Manufacturer narrative:
Facility stated that the end user was in the process of being transferred from her wheelchair back into her bed. During the two person transfer, there was a popping noise from the lift and the end user fell to the ground. The user allegedly fell on her bottom but was quickly transferred back to her bed by her nursing aides. Facility also alleged the end user had red marks on her elbows and complained of back pain which resulted in her being transferred to the hospital by emts. The hospital ran x-rays and the user was diagnosed with an l-2 (lumbar fracture). The facility stated since the incident the lift has been taken out of rotation to prevent any further use.